Event description:
Customer reported to beckman coulter, inc. (Bec) that the carbon dioxide acid reagent leaked inside the box. Customer reported that the leak was contained inside the box. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment.

Manufacturer narrative:
Bec identifier for this complaint is (B)(4).